Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective transfer assembly of reagent 1. The fse replaced the transfer assembly to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous patient results for multiple analytes on their au5800 clinical chemistry analyzer. The customer stated results for total bilirun (tbil), alanine aminotransferase (alt), prealbumin (palb), and carbon dioxide (co2) were affected. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.